Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.